Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown/not provided. Date of event: the exact date of event is unknown, not provided, but the best estimate date is (B)(6) 2020 as it was indicated that the lens was implanted about a year ago and the patient's symptoms started immediately after the operation. If implanted, give date: the exact date of implant is unknown, not provided. It was indicated that the lens was implanted about a year ago. Reporter first & last name: unknown, not provided. Phone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted due to patient experiencing starburst. There was no health damage/issues reported after the lens was explanted. The replacement lens was a johnson & johnson synergy model. There was no patient health hazard/injury reported. It was noted that the lens was discarded. No further information was provided.